Manufacturer narrative:
This supplemental report was submitted to provide additional details of the event (b5) and the serial number of the subject device (d4) including sections b3, d9, e1, e2, e3, g2 and h6.

Event description:
The clinical engineer at the user facility reported the customer visera elite xenon light source screen blacked out during a laparoscopic cholecystectomy. Problems occurred 30 minutes to 1 hour after the start of the procedure. The equipment was replaced with a ¿storz¿ system and the procedure was completed. There was no delay or health damage to the patient or other. It was reported the device was inspected prior to use.

Manufacturer narrative:
After the requestor obtained the defect information, the requestor inspected the device at the user facility and found that there appeared to be a problem with the endoscope (ltf-s190-10). Additional information requested from the customer regarding the details of the reported event is pending. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oj) was informed that when using the customer visera elite video system center the screen blacked out during an unspecified procedure. It was unknown when the event occurred. The customer reported the image was restored by turning the power of the otv-s190 on again. No patient death, injury, or impact to the patient was reported to olympus. There are four devices related to the event with an unknown date. This report is being submitted for the second device. The first device is being reported on the medwatch with patient identifier (B)(6). The third device is being reported on the medwatch with patient identifier (B)(6). The fourth device is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
Updated: g2, h3, h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported ¿screen blacked out¿ issue was confirmed and found to be the result of a faulty ltf-s190-10 endoeye flex 10 videoscope. The root cause of the videoscope failure could not be identified. In addition, the following non-reportable malfunction was found during the device evaluation: internal battery depletion. Olympus will continue to monitor field performance for this device.